Event description:
The consumer stated she used the product on her abdomen for monthly cramps. When she removed the patch after 3 1/2 hrs, she discovered she had burns and some skin peeled off with patch. She stated she had 8 burns ranging from dime to nickel sized. She used solarcaine, mupirocin and non-stick gauze pads to treat the area. She also took oral antibiotic to prevent infection.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. The lot number was also not provided from the reporter and, therefore, we are unable to conduct any sort of trend analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices, as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.